Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the electric pen drive device started running automatically when connected to the console device which was in the ¿off¿ position and the rotation per minute (rpm) slider was at zero. It was not reported if there was a delay in the procedure due to the event, or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition the items start running automatically when connected together in the off position with the rotations per minute (rpm) slider at 0 was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was a white residue on the motor and electronic control unit (ecu), and the components were worn. The assignable root cause of these conditions was determined to be due to normal wear from use. Additionally, the device history review was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.